Manufacturer narrative:
Philips service replaced the converter 8e velara and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6).).

Event description:
It was reported to philips that fluoroscopy was intermittently non-functional due to a converter issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.